Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a tower door was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to open the door. A field service engineer (fse) identified a failed icon and confirmed that the door two was not accessible. Fse utilized the keys to open all the doors and causing all doors to fail. The escort was able to recover all doors and confirmed that the issue was resolved. Fse also tested all four door latch functions. The system functioned as intended after the field service engineer had repaired the device.